Event description:
A report was received that the patient had developed discomfort at the paddle lead site located in the neck. The patient is implanted with two systems. The physician had decided to explant the system that was causing discomfort in the neck. During the revision the physician also relocated the pocket site from the right to the left thoracic area for the second ipg as the patient had pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), ( explanted on (B)(6) 2012), description: scs precision ipg kit, model # sc-8216-50, (B)(4), description: artisan 2x8 lim 50cm, lead the explanted ipg (B)(4) and paddle lead (B)(4) were not returned to bsn for further evaluation. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.